Event description:
Boston scientific crm received information that the patient implanted with this right atrial pacing lead had a stroke two days after a lead replacement procedure. It was unknown if the lead extraction or if the implant of this lead contributed to the stroke. The associated device was interrogated and all lead diagnostics were good. At this time, no additional information is available and records indicate that this lead remains implanted. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.